Manufacturer narrative:
Attempts to obtain additional information have been unsuccessful. At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable pacemaker thought the device was malfunctioning. The patient had been having premature ventricular contractions (pvcs); therefore, the right ventricular (rv) lead was programmed off. This resulted in a decrease in pvcs for the patient, but the patient then thought the device was malfunctioning. No adverse patient effects were reported. The device remains in service.